Manufacturer narrative:
The reported event that a piece of the device has broken off was confirmed through visual inspection with the provided pictures. The photos showed that the battery compartment was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility a piece of the device was found to be broke off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility a piece of the device was found to be broke off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: serial #.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility a piece of the device was found to be broke off. No patient involvement or procedural delays were reported with this event.